Event description:
We purchased a laser device (piqo4) from the company lumenis in 2019, and since then, have had multiple issues that have not been solved. When the original device was installed, there was an internal issue with it, so the company replaced the entire machine. Since then, we have had dozens of service calls for the same problems such as higher than expected energy after some of the service calls which lead to complications with patients. This particular piqo4 device has fundamental malfunctions throughout the country, to whoever they have sold the device to, and they are not willing to recall it. We have spoken to different offices and providers and they are all dealing with the same exact problems as we are. The company is refusing to give their money back or admit that the service calls do not resolve the issues. Since this laser machine is FDA-approved, we are expecting the FDA to take a look at this laser system. For the settings, this company is willing to change the FDA-approved settings to show the customer that the device is "working" which can lead to adverse reactions in patients such as second- to third-degree burns and scarring. Please take their m22 laser ipl system as well for the FDA setting. FDA safety report ID# (B)(4).